Event description:
The clinician reports that on the day the dental implant was placed in the patient's mouth, a failure occurred upon insertion. The patient presented with bone type iii and no primary stability and osseointegration were achieve. The implant was not covered with bone. No bone graft was placed and no immediate loading procedure was used. The clinician reports no primary stability, poor bone quality. The device will be forwarded to the manufacturer for investigation. No further complications were

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4) - the clinician reports that on the day the dental implant was placed in the patient's mouth, a failure occurred upon insertion. The patient presented with bone type iii and no primary stability and osseointegration were achieve. The implant was not covered with bone. No bone graft was placed and no immediate loading procedure was used. The clinician reports no primary stability, poor bone quality. The device will be forwarded to the manufacturer for investigation. No further complicat

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reports that on the day the dental implant was placed in the patient's mouth, a failure occurred upon insertion. The patient presented with bone type iii and no primary stability and osseointegration were achieve. The implant was not covered with bone. No bone graft was placed and no immediate loading procedure was used. The clinician reports no primary stability, poor bone quality. The device will be forwarded to the manufacturer for investigation. No further complications were